Event description:
Additional information received reported the catheter sutureless connecter was connected to the pump. The pump was replaced and the patient was good and receiving effective therapy.

Event description:
It was later clarified that the previously reported remark "no bolus on table with the pump and no research for catheter problem" meant that no bolus was admitted after the implant and no troubleshooting was performed to exclude a catheter issue.

Event description:
It was reported that there was ¿lots of baclofen around the pump¿. The patient experienced increased spasticity and pain. It was also reported that there was ¿no bolus on table with the pump and no research for catheter problem¿. It was noted that surgical intervention was required, but neither the type of intervention nor the patient outcome was provided. The device was noted to have been both implanted and explanted on (B)(6) 2013. The patient was noted to be alive and without injury. The medication used within the system was lioresal.

Manufacturer narrative:
Analysis of the pump revealed no anomalies, and the pump passed all non-destructive testing. According to the printout, there were 44 months left to eri and 1114 days had elapsed since implant. It was thought the pump was implanted about three years ago and not on (B)(4) 2013 as previously reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.